Event description:
During routine testing of the device at the service center, the user reported the monitor failed the battery test section of the manufacturing test. The monitor was originally returned for repair due to a failure to power-up when the battery issue was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.